Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative found that a screw on the side of the dovetail had broken off and then replaced the dovetail mount. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the customer using excessive force when inserting the aberrometer into the mount and causing the screw on the dovetail to sheer off. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An company representative reported dovetail mount was loose. The system was not used with any patients once the dovetail was noticed to be loose.